Manufacturer narrative:
The device was not available for return and evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints gross valve alignment difficulty and find adjust valve alignment difficulty were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. The complaint of balloon leak was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaints of valve alignment difficulty, as reported, ''a 24fr gore dryseal sheath was used. During procedure, valve was crimped in valve crimping section as per IFU. During valve alignment and fine adjustment, it was not possible to align the 29mm sapien 3 valve within the balloon markers, despite few attempts. It was decided to implant the valve anyway and, to post-dilate the valve if needed''. As the 29mm commander delivery system is only indicated for use with the 26fr gore dryseal sheath, it is possible that the smaller profile of the sheath contributed difficulties noted. Additionally, per the IFU for commander use with a gore dryseal, valve alignment is to be performed prior to insertion through sheath under fluoro. As such, performing valve alignment inside the patient and/or within the sheath may have contributed to the reported valve alignment difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (off-label use, valve alignment in inside the gore sheath in patient, wrong sheath size) may have contributed to the complaint event. As reported, ''when deploying the valve, the balloon of the commander deliver system failed to inflate properly, the valve was not totally opened''. As per medical opinion, ''the root cause of the event could be related to the excessive device manipulation on a very tortuous anatomy may have caused for balloon shoulder leak''. As such, it is possible that excessive manipulation was used during the procedure while navigating through tortuous anatomy. As such, performing excessively manipulating the delivery system or performing valve alignment within the sheath may have created interaction with the valve struts and resulted in the observed balloon damage. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (off-label use, excessive manipulation, crimped valve interaction with balloon) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, it was a valve-in-valve case of a 29mm sapien 3 valve within a 29mm edwards surgical valve in pulmonic position by right internal jugular vein. A non-edwards 24fr gore dryseal sheath was used. During the procedure, valve was crimped in valve crimping section as per IFU. During valve alignment and fine adjustment, it was not possible to align the 29mm sapien 3 valve within the balloon markers, despite few attempts. It was decided to implant the valve anyway and, to post-dilate the valve if needed. When deploying the valve, the balloon of the commander deliver system failed to inflate properly, the valve was not totally opened. The commander delivery system was removed without complications through the 24fr gore dryseal sheath and a 28mm cristal balloon catheter was used to post-dilate the 29mm sapien 3 valve. Patient did not experience any injury during the event and was stable. As per medical opinion, the root cause of the event could be related to the excessive device manipulation on a very tortuous anatomy may have caused for balloon shoulder leak.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device is not available for return.